Event description:
It was reported that the patient had had 4 implantable neurostimulator (ins) and 1 or 2 past devices had been removed due to infection. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator product ID 3058, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3058, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2014 (B)(6); product type implantable neurostimulator product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# v952333, implanted: 2012 (B)(6); product type lead product ID 3889-28 lot# v884753 serial# implanted: 2012 (B)(6), explanted: 2012 (B)(6); product type lead product ID 3058, serial# (B)(4), implanted: 2014 (B)(6); product type implantable neurostimulator. (B)(4).